Manufacturer narrative:
The smiths medical pump was returned in good condition and it was noted that the screen was scratched. The pump was started in application and there were no problems found with beeping but the downstream sensor was replaced as a preventative measure. The issue could not be duplicated.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was double beeping. There were no adverse events reported.